Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible out of range issue on (B)(6) 2015. The patient is using the cgm while under the age of two which is considered off label use. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient is under two years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.